Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Facility name - the full facility name was provided as (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh) on an e411 analyzer. The customer was using an expired reagent pack and that controls are not performed on a daily basis. The customer used to back date the date on their analyzer in order to use expired calibrators. No erroneous results were reported outside of the laboratory. The sample initially resulted as 5.47 uiu/ml (above normal reference range) when tested on the e411 analyzer. The sample was repeated on the same analyzer on (B)(6) 2016, resulting as 7.35 uiu/ml (above normal reference range). The sample was sent to a second laboratory and tested for tsh on (B)(6) 2016, resulting as 2.53 uiu/ml, which is within the normal reference range. The sample was sent to a third laboratory and tested for tsh on (B)(6) 2016, resulting as 3.64 uu/ml, which is within the normal reference range. The sample was also sent to a fourth laboratory and tested for tsh on (B)(6) 2016, resulting as 1.6789 uiu/ml, which is within the normal reference range. The patient was not adversely affected. The e411 analyzer serial number was (B)(4). Upon investigation of the provided data, it was determined that calibration signals generated on the analyzer were much too low. It was also noted that the reagent pack expired at the end of february 2016 and the corresponding calibrator lot expired at the end of march 2016. As the clock setting may have been changed in order to allow the calibration runs with this reagent/calibrator combination, it is not possible to detect when the calibration runs were made. Signals were consistently too low and this may have led to a distorted calibration curve and the generation of incorrect tsh values. The low calibration signals may be related to a reagent handling issue or a reagent aging effect. The most recent control values generated with a different tsh reagent lot were found to be ok. Earlier control values were found to be too low, but the tsh reagent pack lot that was used to measure these controls is not known. The low control values may have been caused by using a distorted calibration curve. A general reagent issue can most likely be excluded. Expired reagents were most likely used at the customer site. Changing the clock settings of the analyzer in order to use expired reagent is outside of specifications.